Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Left exeter long stem required revision after 20 years implanted in the patient. Surgeon believes stem loose and vitalock liner had poly wear and osteolysis. Original surgery done (B)(6) 2000. Revision of this on (B)(6) 2000 due to a periprosthetic fracture after a fall (patient was helping to push his friends car). The most recent revision (2nd revision), involved femoral impaction grafting, a new vitalock liner and new femoral head.

Manufacturer narrative:
Reported event: an event regarding alleged loosening involving an exeter long stem was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as no items were returned. -clinician review: clinician review:a review of the provided medical records and x-rays were rejected by a clinical consultant stated the following comment:no clinical or pmh, no patient demographics, no operative reports, no dated serial x-rays, no examination of explanted components. Based upon the information available for review, neither confirmation of the event descriptions nor preparation of a medical report is possible for this case. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that patient was alleged loosening involving an exeter long stem. The exact cause of the event could not be determined because insufficient information was provided.further information is needed to complete the investigation for determining its root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left exeter long stem required revision after 20 years implanted in the patient. Surgeon believes stem loose and vitalock liner had poly wear and osteolysis. Original surgery done (B)(6) 2000. Revision of this on (B)(6) 2000 due to a periprosthetic fracture after a fall ( patient was helping to push his friends car). The most recent revision ( 2nd revision ), involved femoral impaction grafting, a new vitalock liner and new femoral head.